Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s replacement ilet did not complete pairing with a dexcom g7 continuous glucose monitor (cgm) sensor for an extended period, preventing setup while glucose readings continued to display in the dexcom app. No adverse clinical symptoms reported. Outcomes included no clinical impact reported. User support included remote troubleshooting and user education, including sensor toggling and reattempted pairing, with instructions to monitor and call back if readings did not appear. Investigation of this case revealed an ilet¿dexcom communication pairing failure with no pump alerts other than those associated with setup, consistent with a connectivity issue between the pump and cgm. It was concluded, based on previously established findings for similar reports, that the cause was a transient wireless interruption related to device pairing.